Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges damage to lung tissue and bronchial tubes. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The 510k number and the exact recall number could not be provided since no device information was provided. Possible recall numbers include z-1972, z-1973, and z-1974.

Manufacturer narrative:
Despite multiple attempts by email to the customer on 12/02/2024, 12/11/2024,12/17/2024, the device has not yet returned to the manufacturer for evaluation. There has been no response from the customer on the return of the device. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.